Event description:
The facility representative reported a colleague infusion pump with a damaged battery alarm. Upon review of the event history log, a battery depleted set alarm was found to have interrupted delivery. There was no report of patient involvement, injury or medical intervention related to this device. This device is a colleague infusion pump with user interface module version 6.63.92. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed during product evaluation. The assignable cause was depleted main batteries. The main batteries and battery harness were replaced to correct the reported condition. This issue has been escalated to CAPA.